Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink icp sensor had an error on monitor. Following patient transport, intracranial pressure (icp) was artificially high (over 30). The patient was taken to computed tomography (CT) to check for abnormalities, but none were found. The microsensor was implanted on (B)(6) 2022 and was explanted on (B)(6) 2022. Gloves were worn during the incident. After microsensor replacement, the icp returned to normal (icp = 10).

Manufacturer narrative:
Cerelink icp probe basic kit (826850) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.